Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ persistent pelvic pain") in a 30-year-old female patient who had essure (ess205) (batch no. 624101,624469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included itching, nausea, bacterial infection, irregular menstruation, menometrorrhagia, nabothian cyst and uterine bleeding. Concomitant products included metronidazole, paracetamol (acetaminophen) since 2007 and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient was found to have smear cervix abnormal ("rashes or skin conditions type: abnormal pap"), 3 years after insertion of essure (ess205). On (B)(6) 2011, the patient experienced candida infection ("candida"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("infection (bladder/urinary tract/vaginal) type: fibroids"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain upper ("stomach pain"), abdominal pain ("abdomen pain"), back pain ("back pain"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), rash ("rashes or skin conditions type: rashes") and depression ("depression"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain upper, abdominal pain and back pain had not resolved, the menstrual disorder, uterine leiomyoma, anxiety, smear cervix abnormal, dysmenorrhoea, vaginal discharge, vaginal infection, urinary tract infection, cystitis, rash, candida infection and depression outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, candida infection, cystitis, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, rash, smear cervix abnormal, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: confirmed essure device was successfully occluded. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; uterine fibroids, dysmenorrhea. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received - new event 'candida, depression' were added. Outcome for the event abnormal bleeding(vaginal) and menorrhagia were added as recovered. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ persistent pelvic pain") in a 30-year-old female patient who had essure (ess205) (batch no. 624101,624469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included itching, nausea, bacterial infection, irregular menstruation, menometrorrhagia, nabothian cyst and uterine bleeding. Concomitant products included metronidazole and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, 3 years after insertion of essure (ess205), the patient experienced smear cervix abnormal ("rashes or skin conditions type: abnormal pap"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("infection (bladder/urinary tract/vaginal) type: fibroids"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain upper ("stomach pain"), abdominal pain ("abdomen pain"), back pain ("back pain"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)") and rash ("rashes or skin conditions type: rashes"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain upper, abdominal pain and back pain had not resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, uterine leiomyoma, anxiety, smear cervix abnormal, dysmenorrhoea, vaginal discharge, vaginal infection, urinary tract infection, cystitis and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, cystitis, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, rash, smear cervix abnormal, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results: on (B)(6) 2007, hysterosalpingogram showed total bilateral occlusion and confirmed essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; uterine fibroids, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Her demographic was added. Lot number added. Concomitant medication added. Lab data was added. Following event: abnormal bleeding (vaginal), menorrhagia, infection (bladder/urinary tract/vaginal), fibroids, psychological or psychiatric problems condition: mental anguish, rashes or skin conditions type: abnormal pap, dysmenorrhea (cramping), rashes or skin conditions type: rashes, vaginal discharge, stomach pain, abdomen pain and back pain was added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: legal complaint received: reporter information and patient¿s lab data updated. Essure indication female sterilization and start date (B)(6) 2007 was added. Event persistent pelvic pain was clubbed with previously reported event. Events menstrual disorder and infection were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ persistent pelvic pain') in a 30-year-old female patient who had essure (ess205) (batch no. 624101,624469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included itching, nausea, bacterial infection, irregular menstruation, menometrorrhagia, nabothian cyst and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera), metronidazole, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since 2007 and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced rash ("rashes or skin conditions type: rashes"). On (B)(6) 2010, the patient was found to have smear cervix abnormal ("rashes or skin conditions type: abnormal pap"), 3 years after insertion of essure (ess205). On (B)(6) 2011, the patient experienced candida infection ("candida"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("infection (bladder/urinary tract/vaginal) type: fibroids"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain upper ("stomach pain"), abdominal pain ("abdomen pain"), back pain ("back pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)") and depression ("depression"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, vaginal infection, urinary tract infection, cystitis and candida infection had resolved, the menstrual disorder, uterine leiomyoma, anxiety, smear cervix abnormal, dysmenorrhoea, rash and depression outcome was unknown and the abdominal pain upper, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, candida infection, cystitis, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, rash, smear cervix abnormal, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: confirmed essure device was successfully occluded. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; uterine fibroids, dysmenorrhea. Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome updated for pelvic pain, vaginal discharge, vaginal infection, candida infection, uti, cystitis. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ persistent pelvic pain') in a 30-year-old female patient who had essure (ess205) (batch no. 624101,624469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included itching, nausea, bacterial infection, irregular menstruation, menometrorrhagia, nabothian cyst and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera), metronidazole, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since 2007 and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced rash ("rashes or skin conditions type: rashes"). On (B)(6) 2010, the patient was found to have smear cervix abnormal ("rashes or skin conditions type: abnormal pap"), 3 years after insertion of essure (ess205). On (B)(6) 2011, the patient experienced candida infection ("candida"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("infection (bladder/urinary tract/vaginal) type: fibroids"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain upper ("stomach pain"), abdominal pain ("abdomen pain"), back pain ("back pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)") and depression ("depression"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, vaginal infection, urinary tract infection, cystitis and candida infection had resolved, the menstrual disorder, uterine leiomyoma, anxiety, smear cervix abnormal, dysmenorrhoea, rash and depression outcome was unknown and the abdominal pain upper, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, candida infection, cystitis, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, rash, smear cervix abnormal, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: confirmed essure device was successfully occluded. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; uterine fibroids, dysmenorrhea. Lot number: 624101, manufacturing date: 2007-04, expiration date: 2009-03. Lot number: 624469, manufacturing date: 2007-04, expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.